Event description:
It was reported that during preparation for a coronary artery drug eluting stenting treatment procedure, stent damage was notified. During preparation it was noted the 3.50x16mm taxus liberte stent had damaged struts on the distal end. The damaged stent was noticed outside the pt prior to pt contact. The procedure was completed successfully with another of the same device. There were no reported pt complications.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).